Event description:
Balloon rupture reported. A pt was having a pa catheter inserted for an unspecified reason. The normal hospital procedure is to check the balloon prior to insertion. The pt already had an introducer in place, and so the catheter was inserted. When the md attempted to inflate the balloon, the catheter would not float. The catheter was removed and balloon fragments were noted at the end of the catheter. The catheter was replaced without further incident. No incident report was filed, so reportedly no pt harm occurred. No further info is available from the customer.